Manufacturer narrative:
Analysis of the desktop charger (B)(4) found the connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the connector pin was loose and did not fit well into the ins recharger beginning (B)(6) 2017. The caller stated they needed to tape it to the ins recharger. The caller stated the patient is now shaking to death and could not feed herself because the ins recharger was not charged up. No out of box failure was reported. The desktop charger was replaced. No medical/therapy problems, further symptoms, or complications were reported or anticipated.